Manufacturer narrative:
Investigation into this event found that the pt has a known history of anti-jka. Multiple tests of the sample yielded negative or undetermined results. Review of the log files did not identify any instrument malfunction. A field engineer visited the site and found no repairs necessary. Sample processing followed recommended procedures. However, prod labeling indicates literature supports the fact that no single incubation time will be optimal for all antibodies. There have been no other complaints by this customer since this incident. The definitive root cause of the false negative result is unk.

Event description:
The customer reported a false negative reaction for a 2-cell antibody screen on a pt sample using ortho provue analyzer. False negative results may lead to inappropriate physician action. There was no reprot of harm as a result of this event.